Manufacturer narrative:
Citation: mcelhinney d et al. Endocarditis after tpvr: what are the data and how can we mitigate the risks? Presented at the melody valve implanters summit january 18-29, 2018. Presentation date used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding endocarditis after transcatheter pulmonary valve replacement (tpvr). All data were collected from multiple centers and reported in a presentation. The study population were implanted with an unreported amount of medtronic contegra conduits and an unreported amount of medtronic melody transcatheter pulmonary valves (serial numbers not provided).   Among all patients that received a contegra conduit, the adverse events included: endocarditis, and a tpvr-in-valve implant due to unspecified reason.  Among all patients that received a melody tpvr, the adverse events included: endocarditis, right ventricular outflow tract (rvot) obstruction, stenosis, tpvr-in-tpvr, percutaneous intervention, and explant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.